Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The insulin pump was unable to perform displacement test, rewind, basic occlusion and occlusion tests due to blank display. The insulin pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was in the water for a period of time. The customer reported that there was fluid in the insulin pump. The customer's blood glucose was 434 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the manual injections. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.